Event description:
Caller reported device wasn't secure, blood leakage was observed during drawback. No one harmed, protective measures were in use. Two devices in different departments experienced this same issue.